Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump had an issue with the pump not going past the baxter startup screen during an unspecified proces. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to d9, h3, and h6. H11: the device was received for evaluation. During evaluation, the reported condition was reproduced. The device was turned on, and it was observed that the screen was stuck on the baxter log loading phase. It was also observed that the device could not be turned off. Testing was performed with a known good ui pcba board and the device started normally. The reported condition was verified. The cause of the reported condition was a defective ui pcba. To resolve this issue, the ui pcba was replaced. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. Should additional relevant information become available, a supplemental report will be submitted.